Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, (B)(4), product type: lead, product ID :3778-60, (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp): it was reported that on (B)(6) 2017 fluor revealed leads had migrated. Though the patient did report adequate pain control.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for spinal pain and other non-malignant pain. It was reported that the patient was seeing an out of regulation (oor). The patient had gone in to see a representative to adjust stimulation stating it did not work. The patient reported they did not have stimulation until the representative made adjustments at their appointment. The representative was trying to get the stimulation to reach the center of the patients back but could not get it to work, the representative was unable to get stimulation to cover so the patient stated that they settled on what they could at the appointment. The representative stated the battery went dead during reprogramming. When the patient went home after the appointment stimulation was not working. The patient also mentioned they saw a call doctor icon on their recharger. When connecting to the device with the patient programmer a warning screen for charge neurostimulator battery appeared. The patient then was able to start a charging session the recharger first showed 1/4 full but then the patient stated that the device showed that it was 3/4 full. The patient was then asked to double check with the patient programmer due to the conflicting information and encounter a call doctor icon screen and an oor error code. The patient was able to bypass the oor code and then attempted to decrease and increase the settings but encounter another screen that patient services could not tell what the patient was seeing. The patient was walked through setting to check the stimulator battery stated. It would it charged up from 3.75 to 3.915 and then depleted to 3.615 during the call. It was recommended for the patient to follow up with their primary health care provider. No further complications were reported as a result of this event